Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south korea. When opening the package, the leakage from the ampule was already caused, therefore the product was not able to use.

Manufacturer narrative:
Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We received on 09.04.2018 one open pouch and on 16.04.2018 a second sample. The ampoules have been optically evaluated and a crack at the base of the neck of the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Ampoule that corresponds to the injection point has been found. Reviewed the batch manufacturing record, this product had a normal process and the corrective/preventive actions: we have opened a corrective and preventive action (B)(4) in order to determine the root cause of this defect and actions.